Event description:
It was reported that pump displayed empty cartridge alarm while caller did not believe cartridge was actually empty. There was no adverse impact to the customer's blood glucose level. Customer service representative explained that alarm occurred when pump detected empty cartridge and continued troubleshooting possible issue with how pump estimated remaining insulin, and caller understood and acknowledged education.